Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The proximal conductor was fractured. The right ventricular (rv) lead defibrillation coils was exposed, kinked and buckled. The distal conductor was distorted, along with damage to the sleeve head, the distal end electrode was missing and it was covered in blood. The overlay insulation tubing was melted the outer insulation had cosmetic depression and the overlay tubing had environmental stress cracking. The insulation overlay tubing was kinked and buckled and there was it was visually noted that the tubing had blood ingression. It was also visually noted that the lead was stretched.

Event description:
It was reported that the right ventricular (rv) lead had failed and had rising and high threshold and increasing impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.